Event description:
Ous MDR - after an implantation time of about 53 months, oversensing with inappropriate shock deliveries was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos and 344 charge processes had been registered. The charge drawn from the battery was checked. The battery depletion proved to be as expected. The memory content of the ICD was checked; all available iegms showed interference in the ventricular channel, which confirms the clinical observation. The signal sensing of the ICD was then checked and proved to be free of noise; supplied signals were sensed free of interference. The connection system was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a test could be contacted easily and reliably with low-ohm values. The drill-hole dimensions were all within the dimensions defined by the is-1 and the df-1 standards. There was no material defect or manufacturing error. The ICD's capability to provide therapy was tested in the further course of the analysis. The anti-bradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process that was aborted, which was, however, due to the already strongly discharged battery. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.